Event description:
Ambulance personnel were attending to a patient in cardiac arrest. External pacing was attempted and allegedly the device displayed a continous leads alarm and would not pace. Patient outcome was not reported.